Event description:
Same case as MDR ID:2134265-2013-05755. It was reported that during a percutaneous coronary intervention, a tip fracture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 1.50mm rotablator rotalink plus was manually advanced over a 325cm rotawire to treat the target lesion. Physician attempted to perform ablation multiple times with a stable rotational speed but resistance was encountered when physician slid the advancer knob and an abnormal sound was heard. Upon removing the burr using dynaglide, physician noticed the wire fractured 10cm from the distal tip inside the guiding catheter. An unknown balloon was use to retrieve the fractured wire together with the system and plain old balloon angioplasty stenting was performed. The procedure was completed with a different device. No patient complications were reported and patient's condition is good.

Event description:
Same case as MDR ID:2134265-2013-05755. It was reported that during a percutaneous coronary intervention, a tip fracture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 1.50mm rotablator rotalink plus was manually advanced over a 325cm rotawire to treat the target lesion. Physician attempted to perform ablation multiple times with a stable rotational speed but resistance was encountered when physician slid the advancer knob and an abnormal sound was heard. Upon removing the burr using dynaglide, physician noticed the wire fractured 10cm from the distal tip inside the guiding catheter. An unknown balloon was use to retrieve the fractured wire together with the system and plain old balloon angioplasty stenting was performed. The procedure was completed with a different device. No patient complications were reported and patients' condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Unit returned in a generic plastic bag. One section of the wire was received and present kinked. The distal section of the wire including the spring tip was not returned. The visual and tactile inspection was performed. The distal end fractured at 316.7cm approx. From the proximal end; and the body kinked at 24.5cm approx. From the proximal end. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis to determine the fracture failure mode. The mtac lab returned the following result: the sample presented evidence of bending fatigue as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).